Event description:
The customer received questionable results for multiple assays for an unknown number of patient samples. Of the aspartate aminotransferase (ast/sgot) data provided for four patient samples, only the erroneous result for one patient sample was reported outside the laboratory. The initial result was 116 u/l and was reported out. The sample was repeated on another analyzer and the result was 18 u/l. This result was believed to be correct and a corrected report was issued. There were no adverse events. The ast/sgot reagent lot number and expiration date were requested, but were not provided. The customer believed the issues was due to the reagent probe and the motor that runs it. He believed as the reagent would get close to the bottom, it would pick up bubbles. The field service representative found there was a mechanical failure and replaced the r1 and r2 probes. During the probe adjustment, he found the r1 probe wouldn't go all the way down to adjustment jig. He removed the covers, inspected the r1 assembly and found a pen cap preventing the mechanism from completely descending to the bottom, but the analyzer did not give any errors. He removed the pen cap, checked and adjusted r1 and r2 probes and ran a reagent level registration. The customer ran calibration, controls and patient samples with no further issues. He confirmed the system was operational.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.